Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving fentanyl (50 mcg/ml) at an unspecified dose via an implantable pump. Indications for use included non-malignant pain and failed back surgery syndrome. Medical history included a lung transplant. Concomitant medications included hydrocodone/apap (acetaminophen) and unspecified immunosuppressive therapy. According to the patient, the pump never healed and needed to be removed. According to the hcp, the patient's status-post lung transplant state and their immunosuppressive therapy likely caused/led to infection at the pump placement site. Subsequently, despite multiple antibiotics and wound care, the patient developed an open wound that progressed all the way down to the pump. Diagnostic testing included unspecified labs and cultures; results were not specified. On (B)(6) 2013, the pump was explanted. No relevant interrogation print-outs were available.